Event description:
During training by a zoll medical sales representative, the device displayed a "defib fault 82" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.